Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n (B)(6) but were getting a low flow alert. The doctor decided to not treat this patient, so they did not continue with therapy. When they emptied the pads, they got an error message stating the empty pad cycle was not complete. Explained that the low flow alert could be device or pads related. The pads have already been discarded. Walked nurse through enabling manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 47 percentage. Explained the device seems to be functioning properly and can be left on the floor to use on another patient should one come in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n: (B)(6) but were getting a low flow alert. The doctor decided to not treat this patient, so they did not continue with therapy. When they emptied the pads, they got an error message stating the empty pad cycle was not complete. Explained that the low flow alert could be device or pads related. The pads have already been discarded. Walked nurse through enabling manual mode. Flow rate (fr) was 1.8lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 47 percentage. Explained the device seems to be functioning properly and can be left on the floor to use on another patient should one come in.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Pfmea #: ra7600780 rev #: 22, was performed for this investigation. The reported event is addressed in step #: 24. Based on this review the risk is within the expected range. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.